Event description:
Baxter-germany received a customer report concerning an elastomeric device involved in an overinfusion incident during patient use. The device was filled with 0.9% nacl and 790mg of 5-fu for a total fill volume of 88ml. The expected infusion time is 22 hours. The infusion was started at 12 noon in 2007. In the following day at 5am, it was observed that the pump was already empty. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 30 2007. Sample evaluation: one used unit was received containing no solution. Upon receipt, the unit was visually examined for signs of abnormality that may have potentially contributed to the reported overinfusion; however, none were found. The imprint on the flow restrictor was noted to be correct. Subsequently, per procedure, a flow test was performed on the unit for 20 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit: calculated 3.94, normalized (2.5%) 4.03, specification range 3.60--4.40 the flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. A batch review has been conducted by the manufacturing qa group, which revealed that the lot passed the criteria for release. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.